Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to an inappropriate shock and recording a code indicative of short circuit and low out of range shock impedances during shock delivery. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).